Manufacturer narrative:
(B)(4).

Event description:
It was later reported that there was a confirmed third overdischarge. A physician mode recharge (pmr) was performed, but it did not successfully reset the device. An implantable neurostimulator (ins) replacement was scheduled. Diagnostic testing or troubleshooting included impedance testing. There were no symptoms or complications associated with this event. The event occurred during normal use. Later, the patient had ins replaced to a non-rechargeable the week prior to (B)(6) 2015 and was doing well.

Event description:
It was reported that the implantable neurostimulator (ins) was dead per the patient. The last charge was one month prior to report. The patient had tried turning on stimulation the morning of report and the stimulation stopped the same morning. The caller was unable to charge and the patient was not getting stim. There was a problem with the patient programmer. There was nothing on the screen. The patient was not aware he had to change the batteries in the patient programmer. The patient observed the poor communication on the patient programmer. In addition, recharger screen was unresponsive and blank. Then, the patient plugged in the charger because the recharger level was too low to charge the ins. The desktop charger green light was on and the connector pin looked fine. The recharger would not charge. The problem started a couple of days prior to report. The desktop charger looked good, per the patient. The caller named an individual who they had previously spoken to, and this person informed the caller to put in new batteries. However , the caller did not know who that person was. About two weeks later, the initial reporter was contacted and stated they had ¿tried everything¿ and the patient¿s device was ¿still not working.¿ the patient had an appointment next week. The initial reporter asked the manufacturer's representative to contact the doctor¿s office sometime next week to figure out what was going on with the device and therapy. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).